Manufacturer narrative:
Sections with additional information as of 26-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 288, 312, 198, 202 and 298 mg/dl. The customer¿s expected am fasting blood glucose test result range is 99-110 mg/dl and expected pm fasting blood glucose test result range is 145-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/23/23 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 288 mg/dl date: 6/8/2023 time: 11:30am fasting; result 2: 312 mg/dl date: 6/8/2023 time: 11:21am fasting; result 3: 198 mg/dl date: 6/8/2023 time: 10:02am fasting; result 4: 202 mg/dl date: 6/8/2023 time: 9:59am fasting; result 5: 298 mg/dl date: 6/7/2023 time: 8:23pm fasting.